Event description:
It was reported by the sales rep that the balloon on the endoclamp aortic device wouldn't hold volume and kept losing occlusion during the case. "They (the md) would add another cc or two to obtain occlusion and finally at the end of the case when they let the balloon down they had about 10 cc's less than the total volume they had put in through the case. It wasn't examined for a leak before it was taken off the field." No patient injury was stated. No adverse outcomes and no prolonged or time. The patient was undergoing a robotic mvr

Manufacturer narrative:
Device evaluation anticipated upon receipt of the device from the customer.

Manufacturer narrative:
Evaluation: the returned device was found to have a pin hole in the balloon. It was detected on the distal end of the balloon close to where it is connected to the device shaft. The root cause of the pin hole in the balloon cannot be determined. The pin pole was not detected during preparation of the device. The pin hole did not look like a needle prick since this would have caused the balloon to burst during use. Instructions for use were reviewed and found acceptable. A review of manufacturing records was performed. Since the root cause of the pin hole in the device is not known, there are no corrective actions at this time. The information gathered in this complaint file will be included in trending and future CAPA determinations.